Manufacturer narrative:
Visual inspection: during the investigation, scratches on the outer housing of the m. Blue, and deposits inside the reservoir were determined. Permeability test: a permeability test has indicated that the m. Blue valve has a blockage and that the reservoir is permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical position. Due to the determined occlusion of the m. Blue, a computer controlled test is not applicable. Adjustment test: the m. Blue valve was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the components, deposits were found in m. Blue + ped. Control reservoir. Results: based on our investigation results, we can determine a blockage in the m. Blue. The determined deposits can be named as the cause for the blockage. Furthermore, we can determine deposits in the reservoir. The deposits had no affect to the technical properties at the time of the investigation. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a m. Blue valve (#fx816t) was implanted during a procedure performed on (B)(6) 2023. According to the complainant, the valve caused an under-drainage. The patient underwent a revision procedure on (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained product was sent to the manufacturer for investigation.